Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the cuff inflated asymmetrically. There was no patient involvement reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to cuts in the tracheal and bronchial cuffs that are associated with bony anatomial structures (bone/teeth) intubation tools or sharp instruments. The manufacturing guidelines and controls were reviewed and found effective to detect cuff inflation failures. The reported malfunction is not related to the manufacturing process.